Event description:
It was reported that the programmer screen would not stay up or in position. The programmer was returned to the manufacturer for repair, analyzed and tested out of specification. There was no patient involvement.

Manufacturer narrative:
This report is based solely on device analysis. If additional relevant information is received, a supplemental report will be submitted. Product event summary: analysis confirmed the display tilts down; upper display hinges appear worn out or broken. Analysis also found that moving the rf (radio frequency) connector caused telemetry signal to come and go; rf connector found loose on the lem (link electronics module) printed circuit board assembly. Tabs on power cord door are broken, keyboard is pulling apart on the upper right side by right keyboard hinge, and the system fan is noisy. (B)(4).